Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the patient experienced cerebrovascular accident that required prolonged hospitalization. At the beginning of the case there was a question if there was a clot in the tip of the appendage. Divinity was used, interventional cardiology was consulted after the transoesophageal echocardiography (tee) and it was determined that "they were good to proceed". They heard after the procedure, in recovery the patient had a stroke. Patient's last known status is unknown. Additional information was later received indicating the patient required extended hospitalization; patient was in the intensive care unit (ICU). There was no evidence of clot during the procedure. Question of clot occurred during tee. There was no issue with the pump flow rates.